Manufacturer narrative:
The axium prime coil was not returned for analysis as implant coil remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Related mdrs for this event: 2029214-2018-00661, 2029214-2018-00662. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small right middle cerebral artery (mca) aneurysm, during procedure, these both coils migrated after implanted when additional coils were delivered. The physician detached the coils after fully entered into the aneurysm, but those coils got out of the aneurysm and came back into the microcatheter while inserting new coils. It was reported that during the procedure first 3 non-medtronic coils and 5 medtronic coils were implanted successfully. Reported ap b-3-2-3d-es coil was ninth in the procedure. When the physician delivered 10th coil found that this reported coil was stuck as the distal end of the catheter. The 10th coil was removed, and the physician pushed the reported apb-3-2-3d-es coil into the aneurysm with a guidewire, then the 10th axium coil was re-inserted again and implanted successfully. Another three medtronic coils were implanted successfully, and exact same incident occurred with apb-1.5-2-3d-es. This coil was also push with guidewire implanted in the patient. Last medtronic coil was implanted and procedure was completed. Since there was no blood flow to the aneurysm, the procedure was completed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.